Event description:
It was reported that an unspecified number of unspecified bd pen needles were unable to deliver medication during use. The following was reported by the initial reporter: "pt says 75% pen needles clogged, would not inject insulin."

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that an unspecified number of unspecified bd pen needles were unable to deliver medication during use. The following was reported by the initial reporter: "pt says 75% pen needles clogged, would not inject insulin."